Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited undersensing on stored electrograms (egm). It was further reported that the ra lead exhibited far field r-wave (ffrw) oversensing on stored egm at times triggering atrial tachycardia/atrial fibrillation (at/af) detections and mode switch. Both leads remain in use. No patient complications have been reported as a result of this event.